Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. It was also found the customer's keypad became unresponsive. Customer also reported a battery out limit alarm occurring after the battery was replaced. The customer's blood glucose was 121 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.